Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the light will not turn on and that there are footswitch issues. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative indicated that they were unable to replicate the reported event of any issues with the footswitch. However, the reported ¿lamp issue¿ was replicated and the lamp was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on april 20, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of light not turning on can be attributed to the nonconforming lamp. However, how or when the product became nonconforming could not be determined. For the reported ¿footswitch issues¿, the system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively (B)(4).